Event description:
Healthcare professional reporting rupture. This relates to the left device. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed, as unidentified (tear) opening (shell thickness within specification). And two openings assessed, as surgical damage. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: a2, d9, e1, h3, h6.

Event description:
Healthcare professional reporting, rupture. This relates to the left device. Device has been explanted and replaced with a non-allergan device.